Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was performing very well with the device. On (B)(6) 2015, the father came to the hospital with the child reporting that the child is not able to hear since last week. An x-ray shows the device to be in place and no trauma has been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was performing very well with the device. On (B)(6) 2015, the father came to the hospital with the child reporting that the child is not able to hear since last week. An x-ray shows the device to be in place and no trauma has been reported. Re-implantation is to take place but no date is known at this time.